Event description:
It was reported to baxter (B)(4) on (B)(6) 2012, that the home choice (hc) machine sounded system error (se) 2240 during drain 4/6. The home patient (hp) was connected to the machine. The patient line disconnected from catheter while the hp was sleeping. The hp reconnected to the patient line. The technical service representative (tsr) advised the hp that air had entered the setup and once the patient line disconnects from the catheter the hp cannot reconnect. The tsr had the hp disconnect self and put a mini cap on. The tsr had the hp recycle power and se 2367 alarmed. The tsr had the hp close all clamps and recycle power again to press go to start. The tsr advised the hp they would need to contact the peritoneal dialysis (pd) renal nurse (rn) and inform them of the se 2240 and patient line disconnecting from catheter. The hp would end therapy and call the pd rn in the morning. Hc was operational. There were no reports of patient injury, medical intervention, or adverse event. The nurse was contacted on 18 dec 2012 and she said that the catheter was disconnected from the transfer set. She did not know exactly where it occurred, between the catheter and adaptor or transfer set and adaptor. The hospital replaced the transfer set and adaptor and gave the patient some antibiotics to prevent any infection.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.